Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had frequent no or intermittent response when pressing the arrow buttons. The buttons continued to be unresponsive after a battery change. Customer's blood glucose level was 147 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. Unable to perform the displacement test due to unresponsive buttons. The pump was received with the keypad connector properly connected. The pump failed the leak test. The pump leaked at the keypad overlay. The pump was received with a peeling keypad overlay, a missing display window cover and minor scratches on the lcd window.